Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient alleged pain, burning sensation, aching and vibration. A revision procedure was performed on (B)(6) 2012 and the modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain."